Event description:
An alarm issue was reported with the abbott diabetic care (adc) device. As a result, the customer did not receive the low glucose alarm alert when they received low glucose readings. As a result, the customer experienced convulsions and treated themselves with pepsi. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.